Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during treatment. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation. Related mdrs: 2937457-2013-00517.

Event description:
A registered nurse reported a saline bag back filled during pt treatment. Pt was 1.5 hours into treatment when the saline bag started to refill. There was no pt harm and no prophylactic antibiotics were used. The nurse took the bag down and replaced with new bag. The machine was not tagged out for service